Event description:
It was reported that during preparation for use for an unspecified procedure, the subject device image was too dark. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -the outer tube is damaged. -the outer tube is deformed. -the light guide bundle of the video cable section is broken. -the leakage current is inadequate. -the light transmission is lost or too low. Based on the results of the investigation, it is likely the following led to the malfunction: -the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. The most probable cause could not be identified, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.